Event description:
It was reported that there was a malfunction resulting in agent delivery significantly lower than the set values during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was replaced to resolve the issue. Block a: no patient information provided to date after calls to end user 03/19/26 and 03/30/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.